Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she went to remove her tampon and the string was no longer there. She was unable to manually remove the tampon and went to the ER where an ER provider removed the tampon. She experienced pain during removal of the tampon but the pain improved and turned into soreness. She indicated the tampon did have a string before use.